Event description:
(B)(4). Event occurred in the united states. The patient reported three infusion sets that got snatched off her body and the cannula came out while doing daily activities. This happened when the patient was either trying to go out of the sliding door or going up the stairs and it got pulled off. Even when the tape was on, it came off. The site location was patient's abdomen and the pump was located on the same side of infusion site. The infusion was in use for one day. Reportedly, the infusions were stored in the bedroom in a dry location. There was stress or pull on the tubing while moving around and sometimes the dogs pulled it off. The pump was not dropped with the set connected to the patient's body. No further information available.